Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the hospital submitted a log file and x-ray images for eval. The log file recorded decreased pump speeds and power elevations. There events all appeared to have occurred while connected to power module pt cable and power module. The x-ray images appeared to show an area of concern near the pump end bend relief. The hospital indicated no trauma to the percutaneous lead. There was some rescue tape on the percutaneous lead previous to assuming care near the bend relief. The bend relief in that are was noted to feel a little lax, but nothing extraordinary. The MFR's technical services team performed an external percutaneous lead replacement; however, approximately 1 hour after leaving the hospital, the vad coordinator reported that the pt experienced an intermittent pump stoppage while connected to a grounded power module pt cable, suggesting a suspect internal short to shield issue with the percutaneous lead. There were no issues reported while connected to battery power. The hospital requested a modified power module pt cable from the MFR for the pt's use.

Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the MFR for eval. A supplemental report will be submitted when the MFR's investigation is completed.